Manufacturer narrative:
A company representative examined the system and was able to replicate the reported event. The aiming beam was found to be defective in port 1. The core module was replaced. The system was then verified to meet company specification. The system was manufactured on march 9, 2009. Based on qa assessment, the system met specifications at the time of release. The root cause of the reported event can be attributed to the core module. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Event description:
New information received from a company representative indicated the aiming beam had low intensity before a procedure. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing laser intensity issues. Additional information has been requested.